Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.

Event description:
The account alleges that during a transjugular intrahepatic portosystemic shunt [tips] procedure to connect the portal vein to the hepatic vein within the patient's liver, the tip of the micro access wire within the access kit detached within the patient's hepatic parenchyma. The foreign was successfully removed from the patient's venous system with no additional consequences to report.